Manufacturer narrative:
(B)(6). (B)(4). The device is not expected to be returned for analysis. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, after the procedure, the stone cone device was removed from the patient, and it was found that about 10cm of the device tip had detached. X-ray confirmed that the device tip was left in the patient. A second surgery was performed to retrieve the 10cm tip, and it was reported that the scope was used to remove the detached part. There were no additional patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.